Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that the patient had the monarch hammock implanted. It is further reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat total pelvic organ prolapse. It was reported that the patient underwent the concurrent procedures of open abdominal sacropexy and cystoscopy during mesh implantation. It was reported that following insertion the patient experienced cramping, urinary leakage, erosion. (B)(4).